Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #1226348-2017-00073. Conclusion: the stent was received deployed in the luer hub of the microcatheter. The stent was removed from the hub without any difficulty. The delivery wire was not returned for evaluation. The introducer tube was not returned for evaluation. The microcatheter was inspected and residues of dry blood were noted on it. The microcatheter was found kinked at 1.2cm from the distal end tip. The stent was inspected under vision system and no damages were noted on it. The functional analysis could not be performed due to that the delivery wire and introducer tube were not returned, and the stent was received deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿delivery wire - impeded in microcatheter with no loss of cerebral target position¿ could not be evaluated due to that the delivery wire was not returned. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could be contributed to this condition. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR is the only report being submitted for MFR # 1226348-2017-00073. (B)(4). The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an enterprise stent (enc452800/10666120) prematurely deployed in the mid shaft portion of the microcatheter during a coil embolization procedure. Both the enterprise (complaint product) and microcatheter were withdrawn and another stent was used to complete the procedure. There were no kinks noted to the microcatheter. No resistance was reported during advancement/withdrawal through the microcatheter. The introducer was fully seated and secured in the catheter hub during introduction of the device into the catheter. No damage was found to the device upon removal from the patient. There was no report of patient injury.